Manufacturer narrative:
The investigation of the reagent kit lot did not identify any product problem. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer reported discrepant results were generated for 2 patient samples. Sample 1 generated a sars-cov 2 positive/flu a positive/flu b negative result when tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. Repeat testing with the cepheid test generated negative results for all 3 targets. The sample was a nasopharyngeal sample collected in a saline media. Result was reported out as sars-cov 2 positive/flu a positive. Sample 2 generated a positive result for all 3 targets (sars-cov 2/flu a /flu b) when tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. Repeat testing with the same test but on a different cobas liat system generated negative results on all 3 targets. The sample collection kit used was saline teknova 4s0085. The negative result from the retest was reported out. The customer is 3d printing their own swabs and collecting nasopharyngeal samples in saline. No further information about the 3d printing of the swab was provided. The product¿s instructions for use (IFU) list under the section additional materials required, nasopharyngeal swab collection kits: flexible minitip floqswab with universal transport media (utm) from copan diagnostics or bd tm universal viral transport (uvt) 3-ml collection kit with a flocked flexible minitip. Nasal swab collection kits: regular floqswab with universal transport media (utm) from copan diagnostics or bd tm universal viral transport (uvt) 3-ml collection kit with a regular flocked swab copan universal transport medium (utm-rt), without beads. Pre-aliquotted 3 ml 0.9% physiological saline thomas scientific mantacc 0.9% saline solution, 3 ml in 10ml tube, 50 tubes per pack, or equivalent. The IFU also indicates to collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. Investigation on the complaint kit lot did not identify any product issue. Two mdrs, one per each reported result will be filed, as per FDA's request.